Manufacturer narrative:
Complaint confirmed. Device wear & tear. The evaluation determined that the reported event was caused by the device condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a calcaneus arthroscopy the light line developed heat and burned the patient. It was further reported that it seems that the patient burned was caused by user fault or the optics. The surgery was finished successfully and the patient burn was identified after the surgery was finished. Update 29-jun-2020: further information was provided that the metal part of the light wire got warm and burnt the patient because it was lying on the patient skin.